Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a fusiform 67 mm x 95 mm thoracic aortic aneurysm. The proximal neck was 36 mm in diameter and the distal neck was 31 mm in diameter. There was no thrombus or calcification. There was moderate tortuosity from zone 1 to zone 2. It was reported that the distal main was implanted first in the distal portion of the aneurysm followed by the proximal main which was positioned at the proximal end. Deployment was started and after 2 stent rings had been deployed, one of the bare springs was noted to have misaligned. The physician attempted to correct the position of the bare spring by pulling back the delivery system; however, this was unsuccessful. The result was a type 1 endoleak. The decision was made not to perform add'l intervention and to keep the pt under surveillance. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Misaligned deployment. Results and conclusions: moderately tortuosity of the aortic arch.